Event description:
It was reported that rotawire was fractured. A 330 cm rotawire and 1.50mm rotalink plus were selected for used. During the procedure, it was reported that rotawire was fractured. There were no patient complications reported.